Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc lot# unknown serial# product type accessory product ID 3550-14 lot# unknown serial# product type accessory product ID neu_epiduralneedle lot# unknown serial# product type accessory product ID 977a275 lot# serial# (B)(4) implanted: (B)(6) 2019 explanted: (B)(6) 2019 product type lead device evaluated by MFR: analysis of the stylet found the stylet wire was bent. Analysis of the lead (s/n: (B)(4)) found no anomalies. Analysis of the curved tip needle found no anomalies. Analysis of the epidural needle found no anomalies. Fdc 67 pertains to the lead (s/n: (B)(4)). Fdc 19 pertains to the stylet. Fdm 10 and fdr 213 pertain to the lead (s/n: (B)(4)), curved tip needle, and epidural needle. Fdm 10 and fdr 114 pertain to the stylet. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, lot# unknown, product type: accessory, product ID: 3550-14, lot# unknown, product type: accessory; product ID: 3550-14, lot# unknown, product type: accessory; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 25-oct-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported that during the test, it was impossible for the surgeon to remove the lead from the needle. They removed the lead and the needle together. Actions taken to resolve the issue reported that the surgeon asked for a new lead. Factors that may have led or contributed to the issue remain unknown. The issue was resolved. No further complications were reported/anticipated.